Event description:
Subsequent to the previously filed regulatory reports, additional information received: the in-stent restenosis in the index mid left anterior descending (lad) artery was treated with a non-abbott stent(norobi) overlapping the index promus stent in the lad and another non-abbott stent(norobi) in the ostium of the first diagonal artery. A kissing balloon technique was performed for the diagonal branch of the lad because of a plaque shift towards the ostium of the diagonal artery. The percutaneous coronary stenting intervention occurred on (B)(6) 2012. The event resolved on (B)(6) 2012 without residual effects. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of ischemia and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 2 years and 9 months after the index stenting procedure with the promus stent in the mid left anterior descending coronary artery, the patient was found to have silent ischemia with a positive stress test. The next day, coronary angiogram found in-stent restenosis that was treated with angioplasty. The condition resolved two days after the onset. There was no additional information provided.